Manufacturer narrative:
The manufacturer is attempting to arrange a user facility visit through the user facility's third party servicer in order to investigate and address the reported device malfunction in the operating room table. No additional patient or demographic information was provided. A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that during a laser ablation procedure, monteris staff and customer staff noticed the initial probe scan and post ablation scans do not align, indicating suspected operating room table drift. It was reported no additional medications, monitoring or unplanned procedural steps were required and the procedure was successful. This MDR is being submitted based on manufacturer awareness of a second case in which the alleged table drift occurred as captured in MDR 3010326005-2024-00010.